Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid in a vial and biohazard bag. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
B5-additional info: on (B)(6) 2021 the lens was explanted due to low vault. The cause is reported as device and a patient-related factor. Reportedly, the patient had high anxiety due to low vault and was unwilling to wait for more healing and requested the icl be explanted. Claim# (B)(4).

Manufacturer narrative:
Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter states a 13.2mm tmicl13.2 implantable collamer lens -7.0/+2.5/171 (sphere/cylinder/axis) was "vold to flat, remove." Attempts to obtain additional information have not been successful.